Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that the patient's ipg could not communicate with external devices following ketamine infusion and x-rays. Patient did not place their ipg to surgery mode prior to the procedure. Troubleshooting was attempted by the field representatives and the ipg was able to be successfully recovered.